Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by the field service engineer (fse) who confirmed the customer allegation and the results of the analysis was a faulty nbp pump and recommended to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty pump. The issue was resolved by replacing the nbp assembly. The device was working to specification and returned to service.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the nbp performance test failed due to high leakage. The device was not in clinical use at time of event. No adverse event was reported.